Event description:
During an in clinic follow up, episodes of noise were noted on the device. It was suspected the noise was due to electro-magnetic interference (emi). Technical support was contacted and confirmed that emi was suspected to have caused the noise. No intervention has been performed. The patient was stable and will continue to be monitored.